Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 132 mg/dl and the sensor glucose was 52mg/dl at the time of the incident. The customer reported that his pump keeps telling him he is low and he is not low and it keeps suspending the pump. The customer stated that the pump was also not blousing correctly. The customer treated high blood glucose with bolus. Based on customer report customer does not allege pump was under delivering. The customer stated that he thinks he had air bubbles in the pump of small size but larger than champagne size noticed during therapy. Air bubbles were successfully removed by troubleshooting. The customer reported that sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose values. The sensor will not be returned for analysis.